Event description:
Radiometer complaint reference: (B)(4). The user took the arterial blood sample previously collected with a safepico aspirator (lot number: re11) by her colleague. When the user inserted the sampler into the machine, it started spraying everywhere.